Event description:
A pt reported blood glucose results of " 7.6, 7.4,7.8,6.2,9.2 mmol" with a lifescan meter and " 8.6 mmol" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.